Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 57mg/dl, 71mg/dl, 95mg/dl. Tests were done within <10 minutes with a difference of 22mg/dl. Pt did not experience any adverse events. No further info has been reported.